Event description:
It was reported that the pt underwent a balloon ablation procedure. A biopsy, that was taken preoperatively, came back with carcinoma. As a result of the carcinoma, a total hysterectomy was performed, and a burn was noted along the cervix.